Event description:
It was reported that allegedly, the nitinol basket broke off in the right ureter of the patient. They did not have anything to retrieve the broken part at the time of the incident. Allegedly, a second surgery was performed in attempt to retrieve the broken basket but was unsuccessful.

Manufacturer narrative:
Additional information will be provided once investigation is completed.